Event description:
Device malfunction: device tine bent. Symptoms/ae: groin pain/partial occlusion. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure on an unspecified date in 2007, after a diagnostic procedure. On an unspecified date next month, the patient complained of discomfort at the puncture site, but nothing was found at that time. Reportedly, the patient still had discomfort up to next month, and surgery was performed to check the clip. It was found that one tine of the clip was bent and got caught on the posterior wall of the vessel, creating a partial occlusion. The device was removed and a vascular patch was used to repair the vessel. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.